Event description:
It was reported that during the procedure, the general lumen of the subject catheter was purged normally. The physician generated negative pressure to remove the air from the subject balloon catheter and observed too many air bubbles from the subject balloon catheter. The physician used a 1ml syringe and injected 0.6ml of contrast to inflate the subject balloon inside the patient's anatomy, but it was not to be inflated. Later the physician used the 3ml syringe with 2ml of contrast to inflate the subject balloon and found the subject balloon inflated with elliptical shape, not a circular shape. The physician concluded the subject balloon may be collapsed and used it as a guide catheter by always maintaining negative pressure on the balloon hub to protect against bubbles. After removing the subject balloon catheter outside the patient's anatomy, the physician attempted to inflate the subject balloon and it was found leaking. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The reported lot number was not confirmed as the packaging was not returned with the subject device. However, there are controls in the manufacturing process to ensure that the device, labeling and packaging meet its specifications when released. The subject device was returned, and it was noted that the subject balloon catheter was severely kinked in 2 locations and the balloon was damaged/burst ruptured. It is probable that the balloon catheter was damaged during removal of the device from its packaging or during preparation causing the failure to inflate the balloon and difficulty to prep the device prior to use. It is probable that the balloon was subsequently damaged during advancement through the patient¿s anatomy. The functional testing could not be performed due to the condition of the returned device. The reported events can be confirmed based on the damage noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information states that, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. An assignable cause of handling damage will be assigned to the reported ¿device difficulty prepping¿ and ¿balloon failed to inflate¿ and to the analysed ¿balloon catheter kinked/bent¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the reported ¿ balloon leaked during use¿ and the analysed ¿balloon burst/ruptured during use.

Event description:
It was reported that during the procedure, the general lumen of the subject catheter was purged normally. The physician generated negative pressure to remove the air from the subject balloon catheter and observed too many air bubbles from the subject balloon catheter. The physician used a 1ml syringe and injected 0.6ml of contrast to inflate the subject balloon inside the patient's anatomy, but it was not to be inflated. Later the physician used the 3ml syringe with 2ml of contrast to inflate the subject balloon and found the subject balloon inflated with elliptical shape, not a circular shape. The physician concluded the subject balloon may be collapsed and used it as a guide catheter by always maintaining negative pressure on the balloon hub to protect against bubbles. After removing the subject balloon catheter outside the patient's anatomy, the physician attempted to inflate the subject balloon and it was found leaking. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A complaint history review could not be performed as the device lot number is unknown but there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event2. Additional information states that, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. As the device was not returned for analysis and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the as reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the general lumen of the subject catheter was purged normally. The physician generated negative pressure to remove the air from the subject balloon catheter and observed too many air bubbles from the subject balloon catheter. The physician used a 1ml syringe and injected 0.6ml of contrast to inflate the subject balloon inside the patient's anatomy, but it was not to be inflated. Later the physician used the 3ml syringe with 2ml of contrast to inflate the subject balloon and found the subject balloon inflated with elliptical shape, not a circular shape. The physician concluded the subject balloon may be collapsed and used it as a guide catheter by always maintaining negative pressure on the balloon hub to protect against bubbles. After removing the subject balloon catheter outside the patient's anatomy, the physician attempted to inflate the subject balloon and it was found leaking. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.